Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure cystoscopy due to sui. It was reported that following insertion the patient experienced urinary problems and recurrence. It was also reported that patient underwent anterior colporrhaphy and cystoscopy on (B)(6) 2008 due to severe cystocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/30/2016. It was reported that following insertion the patient experienced recurrent urinary incontinence.